Manufacturer narrative:
(B)(4).

Event description:
The customer reported the surgeon implanted an 13.2mm vticmo12.1 implantable collamer lens on (B)(4) 2014 in patient's left eye and the lens was rotation was observed on (B)(4) 2014. The lens was exchanged for a longer length and this resolved the problem. The patient's last ucva was 20/30.

Manufacturer narrative:
Method: medical review & lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Both the length and width of the lens was remeasured and determined to be within original design specifications. A lens work order search revealed there were no similar complaints within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic position, ect.). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).